Event description:
Two and a half years after implant, the pt went to the physician for follow-up. He felt a painful stimulation in the area from the connection between electrode and extension. The pt mentioned that he was swimming in the sea and he fell down with his back on a wave. The physician noticed the battery was depleted, nearly empty (87-100%), and suspected broken electrodes and/or extensions as the impedance was too high (over 4000 ohm) for some poles. During replacement surgery it was confirmed that an electrode was broken. It was decided to change the electrodes and extensions. Both electrodes and extension were discarded.